Event description:
Pt being ventilated on drager ventilator. Alarmed internal power supply failure. Equipment shut down and restarted. Alarm still showing. Checked power supply; was plugged in red outlet. Vent removed and replaced with new vent.